Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer 2 failure, the pocket was not opened. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6) medical center.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the medication jam was preventing the pocket from opening. Removed the jam and released the pocket lid, successfully recovering the storage space. The customer tested the unit through normal operation. Fse also performed a proactive inspection and tested the system in diagnostic mode. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer 2 failure, the pocket was not opened. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.